Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis : functional analysis was not possible due to a hole on the ibt. During visual analysis the leakage was confirmed. The leakage comes from a longitudinal rupture located near the distal peak of the balloon. Based on the information provided and visual analysis, the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty at l3. During inflation of the balloon, it ruptured in the vertebral body at approximately 150-200 psi. The patient was reportedly not allergic to the contrast media and no balloon fragments remained in the patient.